Event description:
The customer reported that the system was not booting. There is no report of death or serious injury associated with this complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The isd board was evaluated and replaced. The transformer was retapped. The system was tested and found to be working as intended and returned to service.